Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. Pediatric patient used adult receiver which is against user guide recommendations the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).